Event description:
It was reported that the pt was suffering from ongoing irritation, difficult urination, ongoing vaginal discharge and was complaining of the entire quality of the incontinent sling procedure. While the dr did not directly indicate the implant was responsible, she feels it contributed to the pt's problems. The implant and irritated area were excised. No further complications were reported.